Event description:
Customer reported power turns off intermittently. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ps1 power supply. System operates as intended.